Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle pelvic floor repair kit during a procedure on (B)(6) 2009, the patient experienced injuries (date/s of onset and specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.